Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 01 and 02 were not opening. The field service engineer (fse) replaced the control boards for drawers 01 and 02. The fse then contacted medbank support to assist with drawer testing and configuration. The customer verified drawer functionality, and all drawers operated without issue. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, drawers 01 and 02 were not opening. The screen was frozen, and the user was unable to log in. After the customer logged in, the drawers appeared yellow and were not responding. A hard reboot was performed; however, the drawers continued to fail. There were no adverse events or injuries reported based on this event.